Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed static fill estimate of 40 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that issue could occur due to variation in measured pressures used to calculate remaining insulin, and was informed that display would resume counting down once actual amount matched static value; customer understood and acknowledged guidance, and no further actions were noted.